Event description:
During endoscopic carpal tunnel release, freer elevator inserted into incision. During use, tip broke off. Surgeon had to do open procedure rather than proceeding with endoscopic approach in order to retrieve piece which had broken off.